Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that their precision clean toothbrush heads don't stay on and come off the shaft. No injury was reported.